Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 51.9 cm. Visual inspection found the lead helix was returned extended and clogged with dried blood and tissue. The soft tip was found damaged. The inner coil inside the connector region was found over-torqued. The damages found were consistent with procedural damage. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for a pulse generator implant procedure. During the procedure, the physician was not able to fixate the atrial lead to the endocardium. It was noted that the lead helix was damaged and was unable to engage the tissue. A different lead was then used to completed the procedure without further incident. The patient was reported to be in stable condition.